Event description:
A peritoneal dialysis (pd) patient reported a cycler that had an invalid sensor reading (motor pump b) warning occurred in drain 3 of 4. The patient was connected during the incident. The patient pressed ok, and the warning reoccurred. The cycler was replaced. No adverse events or injuries were reported. Upon follow up, the patient did not develop any symptoms, adverse events, injuries, or medical intervention as a result of the reported event. The patient is continuing on pd therapy. The patient had completed their treatment. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Plant investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. System air leak test failed. Failure traced to: encountered a dim display upon power up of the liberty cycler.an internal inspection of the cycler found a short on t1 of the inverter board with lot code 2409 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed, and the display became operational. Teach pump test passed. Voltage verification check passed. Accelerated stress test was performed and encountered stalling motor pump b. Visual inspection of the lead screw revealed a degraded condition of the grease. There were no visual discrepancies encountered during the internal inspection. The device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.